Event description:
A third-party service agent contacted physio-control to report that their customer's device powered off when the shock button was pressed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
A third-party service agent contacted physio-control to report that their customer's device powered off when the shock button was pressed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device powered off when the shock button was pressed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.